Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument was broken at the metal to shaft joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use. The damage was first observed when trying to remove the instrument during use. There was no wire exposed due to damaged insulation or cable damage. There was no loss of cautery associated with a damaged cable. No signs of thermal damage were noted.  The instrument did not collide with any other instruments. The instrument had no issues in removing from the cannula. The procedure was completed with backup instrument. The damage did not result in fragments falling into the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.193¿ x 0.315¿ was not returned with the instrument. An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and failure analysis found the primary finding of could not reproduce - associated product return to be related to the customer reported complaint. The universal seal was returned with the fenestrated bipolar forceps instrument. The universal seal had no damage found. No product issue was identified. An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cannula was analyzed and failure analysis found the primary finding of could not reproduce - associated product return to be related to the customer reported complaint. The product was returned with the fenestrated bipolar forceps instrument. The cannula had no damage. No damage found. No product issue was identified.